Event description:
Patient reported elevated blood glucose (400 mg/dl). Patient indicated that she was in the hospital being treated for chest pains, vomiting, and elevated blood glucose. Patient indicated that the device was not delivering the correct amount of insulin.